Event description:
This senior medical affairs specialist spoke with the pt/layperson on 11/22/08. The pt provided information regarding her concern that a result on her onetouch ultralink meter was inaccurately erratic. In 2008, the pt had run a control solution test for the customer care advocate, cca, that was low, outside of the control range. The cca replaced the meter, strips, and control solution. Results are in mg/dl, the correct unit of measure. On that day, doubting a 6 pm result of 376 because her 4:45 pm reading was 133 and she had not yet eaten, the pt retested, result 176. The pt did not bolus according to the elevated reading. Neither symptoms nor injury were experienced before or after the results. The pt then called customer service and performed the above noted control solution test. The other comparison the pt doubted occurred a day prior. The pt reportedly woke up feeling low at 4:00 a.m. And tested; result 63. The pt consumed 4 glucotab pills and went back to bed. At 9:00 a.m., the pt arose and tested, doubting the 140 result she obtained. The pt thought the result was too high since she had taken the glucotab five hours earlier. The pt thinks she possibly ate breakfast. At 11:30 a.m., the blood glucose was 217. She did not doubt the result. There is no evidence the product contributed to a serious injury on that day since the result corresponded with the low blood glucose. After taking four glucotab pills, it is possible for the blood glucose to be 140 five hours later. The complaint is reported due to the control solution test being out of range.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplement report.